Event description:
The user facility reported a 60-year-old female had a cp support. While implanted, the impella cp was having decreased diastolic flows and competing with the intra-aortic balloon pump (iabp), so the decision was made to remove the iabp. Prior to leaving the operating room, a right ventricle dysfunction was noted on trans-esophogeal echo (tee). There was also a slight hemolysis noted in the patient¿s urine and there were a few repositioning issues and suction events during placement and while the iabp was still in place. The impella dressing was also bloody. Groin dressing was saturated but no active oozing and the dressing was changed. Prior to changing the dressing, blood products were given. The patient continued to bleed (putting out 1500ml overnight despite no anticoagulation) and heparin induced thrombocytopenia (hit) was suspected. The patient continued to receive additional blood products.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ this report is being filed as part of a retrospective review of historical records.